Manufacturer narrative:
Updated the health impact code.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when using the probe, it's only showing lead 2. There was no patient involvement at the time of the event; therefore, no patient or user consequences occurred.